Event description:
Tubal ligation with filshie clips was performed. I did not want anything implanted in my body. I just wanted them cut and burned. After waking up, I was given the information sheet on the clips and discharged to go home. I complained for weeks and the dr said it would be fine. The abdominal pain has never subsided and it's been 6 years. I even had a nurse told me that it was ptls I was suffering from, and no insurance will cover a reveal to get rid of these things because they don't find it medically necessary. The pain has been debilitating and excruciating and somehow no one wants to acknowledge it. I just want my body back to normal, I cannot afford to pay for them to be removed out of pocket and it's incredibly frustrating that I didn't want them to begin with, and now I'm stuck with this pain because I was young when I had it done, and the dr thought he knew better. I have had many checkups and everything has been normal and I'm perfectly healthy otherwise, this only started when I got the clips, I don't remember the exact date they were put in but it was shortly after my son was born so either (B)(6) 2013 or (B)(6) 2013.